Manufacturer narrative:
Date rec¿d by MFR : 29jul2019, date of report : 31jul2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse replaced the blow assembly and flow valve. After this repair, the unit passed testing. The focus blower assembly and focus flow valve assembly were received for evaluation. Investigation revealed that the sliding valve stuck from the dirt contamination and the broken black wire of the flow valve created the error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had error code message of over pressure condition. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.